Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Battery one passed test and battery two failed inspection for broken latch retainer. The diminished capacity of one battery will not interrupt monitoring or therapy performance while replacement is routed to patient. The device meets specification and user requirements. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.

Event description:
Patient stated that neither battery will latch into the monitor. Troubleshooting unsuccessful. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.